Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a cerebrospinal fluid leak occurred while attempting to implant a second lead during the permanent implant procedure. Reportedly, the patient experienced a headache 3 days after implant. Follow-up identified the issue was resolved without intervention.